Event description:
I know FDA is aware of the issue regarding dexcom cgm audible alarm failures on receivers and has issued an alert. I'm submitting this report so FDA is aware of the inadequate response I got from dexcom. I noticed the audible alarms on my dexcom g5 stopped working about 2 weeks ago. I filled out a form online to get a replacement [https://www.dexcon-notification.com/cgm]. A week later, I get a package from dexcom shipped via (B)(6). There was no replacement receiver inside the box. Just a "product return kit" which consisted of a urine sample collection cup, biohazard bag, and return packaging . I tried to contact dexcom by phone but after going through several prompts, I was basically directed to the same website to register the defective receiver. If I fill it out again, it says the receiver has already been registered. So not sure now if or when I'm getting a replacement. Can FDA put some pressure on dexcom to get their act together?